Manufacturer narrative:
At each appointment with the medical staff and nalu representatives, the patient discusses working in his yard daily. Patient consistently presents at the medical clinic with very poor hygiene. Physician has instructed the patient on multiple occasions about cleaning prior to arriving for any medical procedure or assessment. Physician has noted poor healing from previous procedures and that patient required additional post-op antibiotics after procedures. The abscess noted did not present until 4 months after the last invasive procedure, suggesting that the nalu device is not likely to have caused the issue. It is more likely that patient hygiene and activities led to the issue.

Event description:
Patient was initially implanted with a nalu peripheral nerve stimulator system in (B)(6) 2022 and has since undergone two separate revisions to replace fractured leads (see MDR 3015425075-2023-00271 and 3015425075-2024-00103). Most recently the patient had a system replacement on (B)(6) 2024. On 06/26/2024 the patient reported to a nalu representative that there was some redness at the site of the implantable pulse generator (ipg) that had started 3-4 days prior. Patient also reported discomfort and discharge at the site. Patient was seen by the physician on (B)(6) 2024 and noted to have a small abscess. The physician drained the abscess in the office and prescribed additional antibiotics. No further intervention has been reported to the firm at this time.